Manufacturer narrative:
Device evaluation (05/26/2016): device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to hold charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery. Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the failure was contamination on the battery pca, a shorted q1 current-controlling transistor, and a shorted u13 cmos flash microcontroller on the bedside pca. The damage to the transistor and microcontroller was caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor also returned battery sn (B)(4) and reported that the battery pack was unable to hold a charge. A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to charge a patient's battery pack.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the failure was contamination on the battery pca, a shorted q1 current-controlling transistor, and a shorted u13 cmos flash microcontroller on the bedside pca. The damage to the transistor and microcontroller was caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to charge a patient's battery pack.